Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat tip pad separated. The issue occurred during a therapeutic nephrectomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: part of the tissue pad peeled off because the seal and cut was output when the gripping part was not holding anything (including after the tissue had been cut). The event can be detected/prevented by following the instructions for use which state: "drawing number and revision number of IFU:rc2994 12 ·do not close the gripper and perform the seal and cut output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. This may lead to abnormal heat generation caused by friction between the gripper and the probe tip, which may cause the gripper and the probe tip to break, deform, or fall off, or part of the tissue pad to peel off, resulting in severe wear. ·when treating biological tissue or blood vessels in the seal and cut mode, apply light tension to make the incision visible. Also, once the incision is complete, stop output immediately. Otherwise, abnormal heat will be generated due to friction between the tissue pad and the tip of the probe, which may lead to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.